Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 525cc saline breast prosthesis (left device) and a mentor smooth round moderate profile 625cc saline breast prosthesis (right device) that both deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 630cc saline breast prostheses on (B)(6) 2019. After explantation surgery, it was discovered that the right breast prosthesis did not deflate. This prosthesis was removed intact. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 04/10/2019, mentor received additional information about the event. It was initially reported that the implantation date for the suspect medical device is (B)(6) 2017. New information states that the implantation date is (B)(6) 2018. On 04/22/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation the rent a was observed on the anterior aspect, measuring approximately 3.1 cm, also the rent b was observed on the posterior aspect measuring approximately 16.5 cm and an area of missing material measuring approximately 1.4 x 2.3 cm was discovered on the posterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since this product investigation is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. Manufacturer¿s reference number: (B)(4).